Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A service order has been dispatched to a maquet field service technician. A supplemental medwatch will be issued when additional information becomes available.

Event description:
It was reported that the unit has an intermittent power issue. The device appears to cycle on and off by itself. No patient involvement. (B)(4).